Event description:
The customer observed falsely elevated alinity I toxo igg results for two pregnant female patients. The following data was provided (>3.0 iu/ml (3.0 u/ml) is reactive): patient 1 result, on (B)(6) 2025, was 3.3 u/ml. The igm result was 0.08 s/co, which is nonreactive; the avidity result was 2.1%, which is low avidity. The sample was sent to another laboratory where the results were negative with the sabin-feldman method and the elfa igm. The patient¿s previous toxo igg and toxo igm results on (B)(6) 2024 was negative, on (B)(6)2024 toxo igg was 0.3 u/ml and toxo igm was 0.09 s/co, which are negative, and on (B)(6) 2024 toxo igg was <0.2 u/ml and toxo igm was 0.11 s/co, which are negative. Patient 2 result, on (B)(6)2025, was 5.6 u/ml. The igm result was 0.12 s/co, which is nonreactive; the avidity result was 6%, which is low avidity. The sample was sent to another laboratory where the results were negative with the sabin-feldman method and the elfa igm. The patient¿s previous result on (B)(6) 2024 was negative for toxo igg and toxo igm. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = patient 1 and patient 2 all available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p45-32, that has a similar product distributed in the us, list number 07p45-45, and a 510k number of k210596.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, testing of retained reagent kit, and returned sample testing. A review of tracking and trending for the product and the likely cause lot did not identify an increase in complaint activity. Specificity testing was performed using an in-house retained kit of lot 66439be00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. The overall performance of alinity I toxo igg reagents in the field was reviewed using data gathered from customers worldwide. Median value(s) for the complaint lot are within the established limits and comparable to the historical reagent lot performance. The returned specimen sample was tested with the following results: sample ID (B)(6) alinity I toxo igg untreated: 3.1 iu/ml, alinity I toxo igg hbt treated: 3.1 iu/ml. Microgen recomline toxoplasma igg blot: positive (gra7 and gra8 band visible, pop1c very low intesity). Sample ID (B)(6) alinity I toxo igg untreated: 6.2 iu/ml, alinity I toxo igg hbt treated: 6.0 iu/ml. Microgen recomline toxoplasma igg blot: borderline (gra8 band visible). Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I toxo igg, lot number 66439be00, was identified.

Event description:
The customer observed falsely elevated alinity I toxo igg results for two pregnant female patients. The following data was provided (>3.0 iu/ml (3.0 u/ml) is reactive): patient 1 result, on (B)(6) 2025, was 3.3 u/ml. The igm result was 0.08 s/co, which is nonreactive; the avidity result was 2.1%, which is low avidity. The sample was sent to another laboratory where the results were negative with the sabin-feldman method and the elfa igm. The patient¿s previous toxo igg and toxo igm results on (B)(6) 2024 was negative, on (B)(6) 2024 toxo igg was 0.3 u/ml and toxo igm was 0.09 s/co, which are negative, and on (B)(6) 2024 toxo igg was <0.2 u/ml and toxo igm was 0.11 s/co, which are negative. Patient 2 result, on (B)(6) 2025, was 5.6 u/ml. The igm result was 0.12 s/co, which is nonreactive; the avidity result was 6%, which is low avidity. The sample was sent to another laboratory where the results were negative with the sabin-feldman method and the elfa igm. The patient¿s previous result on (B)(6) 2024 was negative for toxo igg and toxo igm. There was no impact to patient management reported.